Event description:
It was reported the doctor determined the guidewire body was bent during the procedure and the operation could not be performed. The guidewire was replaced and a second attempt at placement was successful. No patient harm. The patient's condition is reported as fine. No delay in therapy reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the doctor determined the guidewire body was bent during the procedure and the operation could not be performed. The guidewire was replaced and a second attempt at placement was successful. No patient harm. The patient's condition is reported as fine. No delay in therapy reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned a single guide wire for evaluation. The guide wire was returned within the advancer tube. No definite signs of use were observed. Visual analysis revealed one kink on the guide wire directly adjacent to the distal j-bend. Microscopic examination confirmed the damage and revealed that the proximal and distal welds were secure and intact. The kink in the guide wire was located 580mm from the proximal weld. The overall length of the guide wire measured 603mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.80mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was advanced through a lab inventory arrow raulerson syringe (ars) and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation , bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked directly adjacent to the distal j-bend. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.